Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) is currently underway. Initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest any device malfunction that would contribute to the patient's death. Device manufacture date: monitor: sn (B)(4): 03/20/2013 reuse; electrode belt: sn (B)(4): 12/18/2014 initial use.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient's wife called ems and paramedics performed CPR on the patient. Review of the downloaded software data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, the patient received twenty inappropriate shocks. The rhythm at the time of treatment for the first 15 inappropriate shocks was asystole with CPR artifact. The rhythm at the time of treatment for the 16th, 17th, 18th, and 19th inappropriate shocks was asystole. The rhythm at the time of treatment for the 20th shock was asystole with intermittent cardiac activity. CPR artifact contributed to the false detections. The 20th inappropriate treatment occurred at 21:08 on (B)(6) 2016. The lifevest electrode belt was then disconnected at 21:12 on (B)(6) 2016. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in asystole, a non-life sustaining rhythm, when the shocks were delivered.